Event description:
A patient reported blood glucose results of "104 mg/dl, and 74 mg/dl" with a lifescan meter, performed between 11-20 minutes of each other. The meter, test strips and control solution were replaced.